Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a patient of unknown gender and age was undergoing a leg angiography procedure utilizing a performer introducer for initial access into the common femoral artery. The device had been in place approximately five minutes when they withdrew the dilator and noted the wire had punctured the dilator in the midshaft region. It appeared the dilator material was very thin. The patient's anatomy was not tortuous, calcified, or scarred. The procedure was completed without any adverse effects to the patient.

Manufacturer narrative:
Additional information: reportedly, the patient associated with MDR#1820334-2019-00603 and the patient from MDR#1820334-2019-00611 were noted to be the same. Confirming that the these events occurred on the same day, with the same patient, in the same procedure. Investigation ¿ evaluation. Reviews of the complaint history, device history record, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted that only one other complaint was discovered for this lot number and it was from the same facility in the same day and the failures were identical. Furthermore, reviews of the device master record and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.